Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted due to a non reasons at this time. Further information has been requested. No additional adverse patient effects were reported. This product has not return for analysis.